Event description:
It was reported that (1) 512b was used during a lap nissen fundoplication procedure. It was reported by the rep that while performing a lap nissen, the 512b was used for the umbilicus port. The 30 degree camera was passed in and out of the 512b, mid case they noticed that they were losing pneumo peritoneum from the umbilicus port (512b). After closer examination it appears that the outer gasket tore on the trocar. A one seal was placed over the torn seal and the case continued. There was no consequence to pt.